Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during an implant procedure on (B)(6) 2021 the neuromonitoring representative recognized a change in ssep¿s (somatosensory evoked potentials) and motor function. As such, the physician removed the lead and the function improved. Nothing was implanted. Reportedly, patient is stable and issue resolved.